Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The pump was reset, and the customer continued to use the pump for insulin therapy. Additionally, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl; cause was unknown. Customer consumed carbohydrates to address bg. Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended.